Manufacturer narrative:
A partial lead with the connector pin measuring 19.3 cm was returned for analysis. The portion of the lead that was returned was otherwise normal.

Event description:
It was reported that prior a normal generator change procedure, high capture threshold and high impedance were observed on the right ventricular lead. The lead was capped and replaced on (B)(6) 2017. Patient is in stable condition.